Event description:
The account's maintenance stated the coiled cable has been partially severed and bare wires are exposed. He indicated the wire is not readily accessible to the pt.

Manufacturer narrative:
Repairs have not been completed.